Event description:
Olympus was informed that the teflon pad detached from the jaw and fell inside the patient. The device fragments were retrieved from the patient successfully. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone, and in writing, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was partially detached from the upper jaw of the grasping section and metal was exposed. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.